Manufacturer narrative:
The source of the sparks and smoke was the battery charger wire. The arjo field service engineer determined that the wire was worn down. Based on the service history of the involved device, the charger was not claimed or replaced in the past. The forces exerted on the power cable over the years of use (the lift was manufactured 15 years ago, in 2011) may have caused stress. This could have led to damage to the internal cable insulation, which in turn resulted in a short circuit, causing sparks and smoke. According to maxi move instructions for use (IFU, 001.25060.en rev. 5 from apr/2011): "warning: if in doubt about the correct functioning of the maxi move, do not use it and contact the arjohuntleigh service department." "The power socket must be easily accessible. If a faulty condition occurs, switch off the power and remove the plug from the wall socket." When the event occurred, the charger failed to meet its specifications as the wire was worn down causing the sparks and smoke and from that perspective was involved in the event. There was no indication that the device was being used for treatment or diagnosis of the resident at the time the reported issue occurred. The complaint was considered reportable due to the allegation of sparks and smoke coming from the charger.

Event description:
The customer contacted the arjo representative and reported observing sparks and smoke coming from the maxi move battery charger. There was no patient involvement and no injury sustained. The charger was excluded from further use, and a new part was ordered.

Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.